Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for chronic low back pain. It was reported that the patient was going to have their device replaced due to frequency of recharging. It could not be confirmed if the reason for the replacement was due to a change in how frequent the patient was needing to recharge or if the patient just did not like the frequency of recharging required for their device. The caller did not have further information, so follow up will be sent to the patient for clarification. No symptoms were reported. No further complications were reported or anticipated.